Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report: 1627487-2018-07479. It was reported during the patient's permanent drg system implant procedure after the trial, the physician experienced difficulty removing one of the trial extensions. Reportedly, the physician had a difficult time backing out the set screw for one of the extensions, the screw was able to torque down, but not back out. The physician used a hex wrench and he was able to unlock the extension, and both extensions were removed. The procedure was completed and no further intervention was necessary.